Event description:
The account noticed that the mix head was picking up tubes but was not mixing them. On 8/1/2000 the account reported a hgb of 17.8 g/dl and a hct of 53% on a pt. The sample was repeated due to delta checks and the hgb was 8.9 g/dl with a hct of 27%. There was no report of impact to pt management.